Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the additional information. The instrument was inspected prior to use with no issue. There was no external collision. The movement of the instrument was delayed, unsmooth and did not scale with the surgeon¿s control. There was no shakiness or friction experienced. There was no patient injury due to the issue. There was no fragment that fell inside the patient¿s anatomy. The procedure was delayed for five minutes. Intuitive surgical, inc. (Isi) received the monopolar curved scissors instrument involved with this complaint and completed the device evaluation. Visual inspection displayed no signs of physical damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The scissors opened and closed properly. The instrument was fully functional. No product issue was identified.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the monopolar curved scissors (mcs) instrument allegedly did not move well. The customer used a backup mcs instrument to continue with the procedure. No known impact or patient consequence was reported.